Event description:
Steris svc tech reported that door came down on their hand while investigating reason door jammed while closing. Svc tech placed fingers on ledge, under door, and failed to follow instructions which indicate to wait until door opens after a jam. As a result, the door fell on their fingers when basket was moved. The reported injury was a minor injury to 3 middle fingers of the right hand.